Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device remained implanted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that : "I have a patient who has a problem with a plate which is mobile on the shaft of a reverse shoulder prosthesis. Clinical context: persistent painful episode since (B)(6) 2024 with no improvement, or even deterioration. The iconography shows a change in the relationship between the glenosphere and the platinum, suggesting a problem with the morse taper."

Event description:
The customer reported that: "I have a patient who has a problem with a plate which is mobile on the shaft of a reverse shoulder prosthesis. Clinical context: persistent painful episode since (B)(6) 2024 with no improvement, or even deterioration. The iconography shows a change in the relationship between the glenosphere and the platinum, suggesting a problem with the morse taper."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.